Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nipro, (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that upon activating safety device the needle was not completely covered and an needlestick injury occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: after using a bd vacutainer safety lok butterfly blood collection set to collect a blood sample, a staff member activated the safety device by pushing the sheath over the exposed needle until they heard a click. However the sharp was not completely covered and a needle stick injury occurred from the protruding sharp. Several such incidents have been reported to our occupational health service over the last 2 years. We have investigated 10 needle stick injuries from a protruding sharp after the safety device was activated in a bd vacutainer safety lok blood collection set, from january 2018 january 2020.

Event description:
It was reported that upon activating safety device the needle was not completely covered and an needlestick injury occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: after using a bd vacutainer safety lok butterfly blood collection set to collect a blood sample, a staff member activated the safety device by pushing the sheath over the exposed needle until they heard a click. However the sharp was not completely covered and a needle stick injury occurred from the protruding sharp. Several such incidents have been reported to our occupational health service over the last 2 years. We have investigated 10 needle stick injuries from a protruding sharp after the safety device was activated in a bd vacutainer safety lok blood collection set, from (B)(6) 2018 - (B)(6) 2020.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.